Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: sobhi s, kop a, pabbruwe m, jones cw, finsterwald ma. Intraprosthetic dislocation following dual mobility total hip arthroplasty: a retrieval analysis study. Arthroplast today. 2024 dec 20; 31:101596. Doi: 10.1016/j.artd.2024.101596. Pmid: 39811773; pmcid: pmc11732184. G2: foreign australia the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the study patient underwent an initial hip procedure. The study reported one total hip patient was revised approximately 10 years postop due to intraprosthetic dislocation (disassociation). Revision findings included trunnionosis, loosening, and joint instability. Explant analysis revealed localized wear at the neck, gross wear of the acetabular cup liner, scratching and plastic deformation at the rim, rim deformation of the acetabular cup, and metal-on-metal wear at the modular head with neck impingement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Attempts have been made to gather all product identification information, and no further information has been provided

Event description:
No further information at the time of this report.